Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer¿s field service engineer (fse) replaced power switch overlay to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a "check vent: alarm led failed" alarm occurred while the device was on the patient. The device was being used for treatment when the reported event occurred. But, no patient harm was reported.